Event description:
It was reported that unknown white particulate was observed inside the sensor, on top of the gel pad. It was also indicated it was before use. There was no patient complications reported.

Manufacturer narrative:
We received one single flothru dpt-vamp plus kit for evaluation. One white mark or particulate, approximately 1mm in size, was observed on the gel pad of the dpt.